Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that she had been receiving lost sensor alerts and that the transmitter may not be functioning properly. Blood glucose level at the time of the incident was 45 mg/dl which the customer treated with juice and food. The customer was advised that the transmitter would be replaced and agreed to return the device for analysis.